Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that signal loss over one hour occurred. The patient had a hypoglycemic seizure and dislocated their shoulder resulting in a fracture and ligament damage. The patient went to the hospital and was treated for the hypoglycemia; no treatment details were provided. They had to follow up a week after the initial incident for x-rays and MRI and then another week after that for outpatient surgery on the shoulder. At the time of the report nearly two months later the shoulder had recovered. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
A review of performance data shows that the patient¿s low alert was set to 3.3 mmol/l and his signal loss alert was enabled. From 11:07 pm on (B)(6)2022 to 5:17 am on (B)(6)2022, the patient experienced a period of prolonged signal loss. The last estimated glucose value the patient received prior to the onset of signal loss was a reading of 7.8 mmol/l, and the first reading he received after the signal loss was over was 10.6 mmol/l. The availability of backfilled data shows that the patient's egv read 5.9 mmol/l at 2:18 am and rose steadily from that point on, exceeding the high alert threshold of 8.5 mmol/l at 3:58 am. The patient¿s egvs crossed back into target range at 8:28 am on (B)(6)2022. The reported complaint of signal loss was confirmed and the root cause was determined to be potential patient misuse as the mobile app was manually closed. The signal loss resolved at 5:17 am after the patient relaunched the app. No additional patient or event information is available.